Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the customer reported issue could not be replicated. Based on the results of the analysis, the product malfunction was unable to be confirmed. Per current process the device has been upgraded to current standards which would resolve the reported issue. The device was operational after repairs were completed and the device was returned to the customer. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that the heart rate (hr) is not correctly reported. The device was not in use on a patient at the time of the event. There was no adverse event reported.